Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 80% to 5% within 40 minutes. In addition, the customer received a power source alert while the pump was connected to a power source. Subsequently, the pump shut off due to insufficient power. The customer's blood glucose was 120-162 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.